Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining elevated thyroid stimulating hormone (tsh) results above the normal reference range for two (2) patients' samples generated by the unicel dxc 600i access immunoassay system. The erroneous results were reported out of the laboratory. Upon repeat, both samples resulted in the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Beckman coulter inc. (Bci) customer technical services (cts) led the customer through instrument troubleshooting. The customer was instructed to execute an instrument routine system check. The check generated results that failed to meet specifications. Bci cts instructed the customer to replace the aspirate probes. Upon completion of the instrument repair, a repeated instrument routine system check generated acceptable results. After the repair, the customer was also instructed to execute an assay quality control assessment which yielded results within the customer's established specifications. Although hardware issues were addressed, no definitive root cause could be determined for this event to date.